Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Accuracy testing was completed for reagent lot 45004un12 using retained kits and acceptance criteria was met. Tracking and trending identified no adverse or non-statistical trends. Labeling was reviewed and found to be adequate. Based on the evaluation no product deficiency was identified.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated troponin result for one patient sample. The architect generated an initial troponin result of 0.312 ug/l at 11:59. The patient was redrawn at 1850 and generated a troponin result of 0.00 ug/l. On (B)(6) 2012, the patient was redrawn and generated a troponin result of 0.00 ug/l. The initial sample was then reanalyzed, and a troponin result of 0.005 ug/l was generated.